Manufacturer narrative:
Subsequently, the device and rv lead were returned to our post market quality assurance laboratory for analysis. An initial visual inspection of the device noted that the header had been cut to remove the leads, and that a portion of the rv lead was still attached to the header. Further detailed visual inspection found that the rv+ and ra+ setscrews were stuck in the up position, and their seal plugs were missing. Laboratory analysis concluded that this header damage was induced during the explant procedure. A review of device memory revealed that all therapy was available prior to explant. Final analysis concluded that the device met longevity expectations and was electrically within specification. Analysis of the severed rv lead segment confirmed that it was electrically continuous. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that while this cardiac resynchronization therapy defibrillator (crt-d) was being replaced due to normal battery depletion, the right atrial (ra) and right ventricular (rv) set screws were found to be stuck. A non-ratcheting screwdriver was used, but the ra and rv leads still would not come out of the device header. Ultimately, the ra lead was able to be removed from the header, but the rate/sense portion of the rv lead remained stuck. The physician surgically capped the rate/sense portion of the rv lead, and implanted a new rv rate/sense lead. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
A request has been made to have the explanted device (with rv lead segment attached) returned for analysis. This event will be updated if any additional information becomes available, or if these products are returned.